Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced fluctuating blood glucose, with a low of 65 mg/dl after a breakfast announcement, subsequent unannounced intake of food at lunch, and a rise to 300 mg/dl without an announcement, then a drop to 40¿46 mg/dl despite ingestion of 15 g of glucose tablets. The user stopped announcing meals and requested clinical support. Investigation of this case revealed that there were no findings available and insufficient information to determine a device-related problem or specify a device component involved. Investigation included communication with the user and analysis of information provided by the user or a third party. No symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.